Event description:
A malfunction alarm, with the code malf 16, was reported without any notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump as it could not be reset.